Event description:
It was reported, the patient had issues with recharging the device. The patient wanted to increase stimulation output but was worried that it would increase recharging. The device was for bad neuropathic pain. The patient had a lot of scar tissue. The patient's pain pattern had changed, and a reprogramming was done to try and increase stimulation output without too much drain on the battery. The patient indicated 100% usage but the device showed 76%. The clinician programmer showed the message "charge sooner" when the battery was at 50% full. The patient claimed to have charged for 6 hours the night before but the typical duration the device recorded was 1 hour. Coupling had 8 bars. The patient was reported to have had "numerous revisions." The settings programmed were at voltages of 7.9 v and 9.3 v, which has an estimated longevity of 1-2 days. It was noted, the patient had some weight changes recently that caused problems with maintaining coupling as the belt shifts around. Two days later, it was reported that the cause of the numerous revisions was unknown, but it was stated that the patient's pain in general had worsened over the years due to a progressive debilitating back condition and scar tissue. The patient had the device repositioned to provide better recharging due to weight gain. An impedance check found normal impedances with one program slightly lower but due to utilizing 8 electrodes. It was noted, the patient moved around a lot during recharging and may be losing charge. The patient was going to focus more during recharging. It was determined that one of the programs was not effective, and the patient turned two of the programs to 0 volts in order to increase recharging interval.

Manufacturer narrative:
(B)(4).